Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was contaminated and was lifting. Review of the event history log showed an occurrence of a "cannon start pump" alarm message. Functional testing was not able to duplicate the reported issue. The air detector was replaced due to evidence of an alarm message found in the event history log. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication the complaint was related to a previous service. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air sensor is malfunctioning. No adverse patient effects were reported by the customer.